Event description:
Immediately following the valve implant procedure, the patient experienced shortness of breath and loss of consciousness. Reoperation was performed and tha annulus was repaired with pericardium. The explanted valve was replaced with a small 21 mm sjm regent mechanical valve. The patient experienced no adverse consequences.